Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 105 mg/dl. The customer stated that the needle hub stuck in serter. The customer was advised to press and hold serter button while shaking to release hub assembly/sensor. The customer reported catch arm is bent. The customer reported serter released the needle hub/sensor. The customer will return the sensor he lost and we replace them.